Event description:
It was reported that bd veritor ¿ at-home covid-19 test inconsistency in results. The following information was provided by the initial reporter: "it was reported by the customer as inconsistent result inaccurate. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details".

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿inconsistent result¿ using the bd veritor at home covid-19 tests (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing could not be performed because a batch number was not provided. Review of risk management documentation indicates that the potential risk of the reported complaint (discrepant result) was assessed as severity s3 (reference line # 34) via document sdpocrm256094aph, rev 03. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for discrepant results was conducted, no adverse trend was identified. Bd quality will continue to monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that bd veritor ¿ at-home covid-19 test inconsistency in results. The following information was provided by the initial reporter: "it was reported by the customer as inconsistent result inaccurate hazard, injury or erroneous results? No hazard, injury or erroneous results details."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.